Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8840, serial# unknown, product type programmer, physician; product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a magnetic resonance imaging (MRI) study recently and when the patient came in for a refill, they saw that a motor stall had occurred. There was also a 'stopped pump. May exceed tube set' message. The health care provider (hcp) was not able to get the logs box before initial interrogation of the pump because it was grayed out, and had not attempted to get the logs from the tool kit tab. The hcp attempted to read the logs, creating a print report, but there was not an option to check logs. It was noted at that time that no patient symptoms were reported. The pump was updated successfully and after the update, it did not say pump was stalled, nor when the hcp interrogated the pump again after the update to re-check the pump status. There was also a volume discrepancy of the actual residual volume of 9 was greater than the expected residual volume of 4.5. The pump was being used to deliver sufentanil, hydromorphone and clonidine. It was later noted that a confirmed motor stall and motor stall recovery were recorded in the event logs. The motor stall was caused by the patient having an MRI on (B)(6) 2013, which was the date of the motor stall, and the patient not having the pump interrogated after. The pump was interrogated on (B)(6) 2013 and a motor stall recovery message showed up at that time. It was noted the pump went into a telemetry mode since the logs did not state that the pump started back up and the patient did not hear any alarms during that time. The patient was experiencing some flu-like symptoms, like it was a loss of therapy, but it was unknown if this was related to pump function or illness. The patient was doing fine and receiving optimal therapy.